Event description:
When hooking up the pressure wire, the wire would not zero. It came up cable error. Unable to get wire to work. Opened a new wire, hooked it up without difficulty and continued case.